Event description:
It was reported patient's system was infected at the burr hole and ipg pocket sites. Surgical intervention was undertaken wherein the entire system explanted. Patient was prescribed antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated.